Event description:
It was reported that this right ventricular (rv) lead was part of a pacemaker system that exhibited t wave over-sensing. Additionally, under-sensing was noted on the rv channel. Ts discussed reprogramming options. No adverse patient effects were reported. At this time, this lead remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).